Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that display screen came off. Customer's blood glucose was 700 mg/dl. Customer was advised that insulin pump would need to be replaced. Customer also reported of being hospitalized on (B)(6) 2014 with blood glucose between 700 mg/dl and 800 mg/dl. Customer reports of throwing up blood. Customer was hospitalized due to diabetic ketoacidosis and hyperglycemia. Customer was wearing insulin pump at the time of hospitalization.

Manufacturer narrative:
Cracked reservoir tube lip, broken battery tube threads, missing display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection. Pump passed functional test including prime/delivery test displacement, basic occlusion, occlusion and excessive no delivery alarm test.